Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, during which the infusion set detached and the patient's blood glucose increased to 400 mg/dl. The patient replaced the infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.